Event description:
Same case as MFR report#: 2134265-2009-05480. It was reported that during a percutaneous coronary intervention (pci) procedure, a delay of the procedure occurred and subsequently the pt expired. The 90% stenosed lesion was located in the calcified mid right coronary artery (rca) and calcified left main stem through the left anterior descending (lad) artery. The physician attempted to use a rotalink advancer. The system was initially pressurized and tested, the burr rotated, however, a leak occurred and pressure was lost. The physician experienced the same issue with a second rotalink advancer. The procedure was successfully completed with a rotalink plus, 2mm burr. The pt was fine at the end of the procedure. Add'l info stated that the pt expired 24 hours later. There was no post mortem and the cause of death is unk. It was the physician's opinion is that the rotalink advancer did not contribute to the pt's death.